Event description:
Baxter canada received a report that an infusor had no flow during patient infusion. The device was filled with a solution containing cytarabine. Additionally, a spiros (non-baxter product) was connected to the distal luer of the device. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 120 ml of fluid in the reservoir for evaluation. The reported condition of no flow was confirmed. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. Microscopic examination of the flow restrictor revealed that the root cause of the no flow condition was the presence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.